Manufacturer narrative:
(B)(4).

Event description:
It was reported when the patient presented to the clinic for a normal device changeout, the lead was capped and replaced due to high threshold. The patient condition is stable.